Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had intermittent button response due to corroded keypad traces. The pump had cracked case on lcd display window corners, scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 208 mg/dl at the time of incident. The customer's mother stated that she was trying to fill the tubing when the insulin started shooting out, the pump started showing numbers and alarmed compromised force sensor system. The insulin squirted out during the manual prime process. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.